Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.